Event description:
(B)(6) arrived by ems w/ single 5.0 cm deep stab wound to upper back at 22:31. Pt was lethargic w/ severe respiratory distress, hypotension and tachycardia. He became unresponsive in ed and trauma service was called. A thoracotomy was performed and perfuse blood and clots removed from chest cavity. At 22:55: blood products given and pt was taken to operating room emergently w/ chest open and hand in chest holding pressure on the aorta. While in surgery, the md repaired the left inferior pulmonary vein using a reloadable linear stapler. The stapler performed appropriately. After rotating the lung to the midline, the pulmonary vein tear was found to extend to the primary pulmonary vein. The stapler was reloaded to close the tear. However, the stapler did not fire the staples and the device fell out of its seating, causing a failure to seal the tissue. At 00:15: pt became more unresponsive w/ v-fib; cardiac massage and heart shocked w/ 15 joules x 4 w/ intermittent heart massages. At 00:49: pt pronounced. The surgeon believed that the stapler malfunction contributed toward his inability to save the pt.